Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture due to dislodgement, as noted while the patient was on a monitor in the hospital and confirmed via x-ray. The lead was repositioned in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.